Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery, failed battery test and high blood glucose but not hospitalized. Customer blood glucose was 406 mg/dl. Customer declined to troubleshoot of all the issues. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.